Event description:
The service repair technician (srt) reported that during testing of the device at the service center, the central control monitor (ccm) monitor had a crack that prevented his finger from properly tracking and got significantly worse the closer to the crack he got. There was no patient involvement.

Manufacturer narrative:
Per service center management, the unit is beyond economical repair and will not be repaired. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.